Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Using the right femoral approach, the procedure treated the 80% stenosed target lesion located in the severely calcified and moderately tortuous mid right coronary artery (rca). A non-bsc ivus catheter was advanced but could not cross the lesion. Two guide wires were advanced (choice pt extra support long, non-bsc buddy wire) and an attempt was made to direct stent with a 5.0x20mm veriflex stent but the stent could not cross the lesion. Pre-dilation was then performed with two quantum maverick rx balloons [3.75x15mm, 4.5x15mm]. Next, the 5.0x20mm veriflex stent was re-advanced and deployed in the target lesion. Upon removing the stent delivery catheter, it was noted that there was no resistance met, however, when the catheter was pulled back into the guide catheter, the stent catheter broke in half near the rapid change port section. The patient's body was x-rayed which revealed that the distal portion of the stent catheter was located inside the guide catheter at a portion located outside of the patient's vessel. The guide catheter was then removed from the patient and the broken catheter section was easily removed from the guide catheter. The procedure was successfully completed. No patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Using the right femoral approach, the procedure treated the 80% stenosed target lesion located in the severely calcified and moderately tortuous mid right coronary artery (rca). A non-bsc ivus catheter was advanced but could not cross the lesion. Two guide wires were advanced [choice pt extra support long, non-bsc buddy wire] and an attempt was made to direct stent with a 5.0x20mm veriflex stent but the stent could not cross the lesion. Pre-dilation was then performed with two quantum maverick rx balloons [3.75x15mm, 4.5x15mm]. Next, the 5.0x20mm veriflex stent was re-advanced and deployed in the target lesion. Upon removing the stent delivery catheter, it was noted that there was no resistance met. However, when the catheter was pulled back into the guide catheter, the stent catheter broke in half near the rapid change port section. The patient's body was x-rayed which revealed that the distal portion of the stent catheter was located inside the guide catheter at a portion located outside of the patient's vessel. The guide catheter was then removed from the patient and the broken catheter section was easily removed from the guide catheter. The procedure was successfully completed. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located at 8.5cm proximal to the port. An examination of the break site found that the midshaft was stretched. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).